Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the right ventricular lead was successfully implanted and positioned. Upon testing the lead exhibited high impedance. Repositioning was attempted by retracting the helix. It was noted that few attempts were made to extend the helix of the lead. High impedance was still noted with the new position. The lead was not used and a new lead was implanted. The patient was in a stable condition.